Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3108241. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
No additional information provided.

Event description:
After confirming with customer, this event is duplicate with pr#(B)(6). Event occurrence date should be (B)(6) 2023

Manufacturer narrative:
New information provided. After confirming with customer, this event is duplicate with pr#(B)(6) event occurrence date should be (B)(6)2023 h3 other text : see narrative of pr (B)(6)

Event description:
It was reported that bd intima-ii y 24gax0.75in needle broke the following information was provided by the initial reporter; when withdrawing the needle core after the puncture, the needle core broke, causing the patient to bleed out more, the number of affected 1 pcs, need to green claim, need to reply letter of complaint, need to receive letter of complaint, can provide photos, samples can't be returned.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.